Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose differences with threshold suspend. Customer's sensor glucose was 67 and blood glucose was 126 mg/dl. Customer reported that threshold suspend was set at 75 mg/dl and customer requested for insulin pumpt to suspend at 60 mg/dl troubleshooting was performed and customer was advised that threshold was already set at 60 mg/dl. Customer reported that the day prior, blood glucose was 47 mg/dl and sensor did alarm. Cause of low blood glucose was due to not eating.